Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient began to feel discomfort in their chest and felt current passing at the site of the implantable neurostimulator (ins). The patient was being examined in a hospital. It was unknown what measures were taken and it was unknown what troubleshooting was performed.